Manufacturer narrative:
Additional information was received that the ipg was causing pain. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was experiencing burning sensation at the ipg site when the device was off, on, charging, and not charging. The physician believed that the ipg was too close to the surface of the skin or that it was pressing on a nerve.

Event description:
A report was received that the patient was experiencing a burning sensation when charging. The physician prescribed lidocaine patches for the tenderness over the implant site.

Event description:
A report was received that the patient was experiencing a burning sensation when charging. The physician prescribed lidocaine patches for the tenderness over the implant site.

Event description:
A report was received that the patient was experiencing a burning sensation when charging. The physician prescribed lidocaine patches for the tenderness over the implant site.